Event description:
Healthcare professional reported after injection with "juvederm voluma", the patient developed an infection. Patient was treated with a four week course of "antibiotics", and hyaluronidase. After the four week course antibiotic treatment was completed, the infection returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.